Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged a meter error issue: error 1 would not clear. There is no adverse event related to this issue. This complaint is being reported as the meter issue was not resolved with troubleshooting.